Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, displayed error 331 and rose-colored image on the scope occurring before the start of the therapeutic procedure. There was a 15-minute delay but no further impact to the patient. The procedure was completed with the same set of equipment. This is not life-threatening, the delay was short, the patient did not develop a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, and no additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event of colored image (purple/green) was confirmed due to a faulty cable unit. The reports of e331 was not reproduced/confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect of image was caused by a faulty cable unit. The root cause of the e331 error could not be identified. Olympus will continue to monitor field performance for this device.